Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade unknown, left side breast implant rupture, and right side significant gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent revision breast augmentation with a 350cc mentor memorygel breast implant and was presented with bilateral capsular contracture; baker grade unknown, left side breast implant rupture, and right side significant gel bleed but no obvious rupture. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
Device evaluation summary: during analysis of the sample some creases were observed in the anterior and posterior view, also a shell abrasion was observed within crease in the posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Per the mentor website, ¿there has been ongoing discussion concerning small molecules of the liquid components of silicone gel which may pass through an implant shell and into the body. Minute amounts of ¿bleed¿ occur in all silicone-filled breast implants. It is important to note that all mentor gel implants are low bleed. World-wide studies on the subject of bleed have not linked it to illness in patients.¿ gel bleed is inherent in the use, design and/or materials specified for these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).